Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, device history review, instrument log review, and labeling review. No adverse trend was identified for the customer's issue. Device history review did not identify any issues that may have caused the customer issue. Log review indicated the pressure profile of the specimen with elevated results appeared to show evidence of fibrin or excess sample adhering to the analyzer probe. Review of the reaction graph indicated more sample volume than the expected 2.0 ul was present in the specimen cuvette. Excess sample volume or presence of fibrin may have impacted the results. Labeling was reviewed, was found to be adequate, and contains information related to sample preparation to ensure no fibrin or clots are present in the sample. Infant heel sticks on prone to clotting due to the collection technique. Based on all available information and abbott diagnostics evaluation, no systemic issue was identified and no product deficiency was found. Additional information included patient sid for section a. Patient information and section b. Adverse event or product problem 5. Describe event or problem.

Event description:
Update january 10, 2018. The initial result was associated with sid (B)(6) and the repeat result was associated with sid (B)(6).

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated glucose results while using the clinical chemistry glucose reagents. The following data was provided. Initial 30.1 mmol/l, repeat 5.6 mmol/l. The patient is a newborn and the test was done using a heel stick specimen. No impact to patient management was reported.